Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an intermittent power issue with the pump. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump's black box data from the date of the complaint has been overwritten due to continued use of the pump. The current black box data showed no evidence of an intermittent power event. There was a battery compartment crack observed below the grip pad. The pump case had cracks observed in a corner of the display area. The pump was exercised for 24 hours with no power issues duplicated.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.